Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. In addition, a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 116 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.